Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported oversensing of noise was observed. The phsycian opted to make some program changes. The patient was seen again the next month and further episodes of oversensensing was observed. No noise was evident with pocket manipulation or prvocative movements. Further program changes were made and no further noise events have been recorded.